Manufacturer narrative:
This device has not yet been returned to the zhongshan a&e machinery industry co., ltd; however, the dist, indicated that the device would be returned to a&e machinery industry co., ltd soon for eval. A&e machinery industry co., ltd will file a f/u report once the device has been returned and evaluated.